Event description:
The surgeon implanted an aq2003v silicone three piece lens but it tore while being inserted. The lens was removed with no injury and sutures were not required. The nurse stated it was unknown as to why the lens tore. An msi-tim injector and an aq2.8s cartridge were used but the lot numbers were not provided by the facility. This was the second aq2003v lens to be implanted in this pt see MDR report # 2023826-2005-00261 for first lens. With the first lens, the haptic tore off upon insertion and the incision was enlarged to remove the lens.